Event description:
It was reported that lead has increasing impedance over time. Patient is pacer dependent. Threshold has increased. Device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.